Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device was leaking from around the fill port. It was observed that there was crystalized medication around the fill port while the fill port cap was secured on the top of the device. The device was filled with fluorouracil and the leak was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes) and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed white drug residue near the fill port cap. The reported condition was verified. The cause of the condition could not be determined. However, the cause of the condition is most likely due to drug residue that was not properly cleaned after the device was filled with drug solution at the compounding site. Should additional relevant information become available, a supplemental report will be submitted.